Event description:
The account alleged the bed will lower in its own. The account stated if the lockouts are activated, it will not run. He has unplugged both siderails and with lockouts off, it will run.

Manufacturer narrative:
Repairs have not been completed.